Event description:
It was reported that the device experienced functional loss of capture due to far-field r-wave oversensing of a fused ventricular pace. Programming changes were made. The patient was asymptomatic.